Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to femoral component loosening and proximal femur fracture. During the revision procedure, it was noted the implanted distal stem seated lower in vivo than the trial component. The implant was removed and a new stem was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive, unusual and/or awkward movement and/or activity." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-06093 / 06095).